Event description:
It was reported that the device triggered elective replacement indicator (eri) falsely. It was suspected that the high atrial outputs resulted in the device triggering eri. The device was reprogrammed out of eri behavior and remains in use. The atrial lead also remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.